Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was flipping in the pocket. The patient did not report any charging issues due to the ipg flipping. It was noted that the patient lost a significant amount of weight. The patient underwent a pocket revision in which a new pocket was created rostral to the existing incision, and the ipg was placed there. Previously the ipg was caudal to the pocket incision. The patient was doing fine postoperatively.